Event description:
It was reported that the patient is alert and oriented. On (B)(6) 2026 (09:30, morning infusion check): the patient¿s PICC line was found to be securely in place. The skin around the edges of the PICC dressing was reddened, and 5 cm of the catheter was protruding. A 10 ml flushing solution was administered via intravenous push to check catheter patency; the push was smooth with no backflow. Upon reaching 5 ml, the patient complained of swelling and pain in the arm; the flushing was immediately discontinued. 09:50 the patient was alert and reported swelling and pain in the arm during intravenous infusion via the PICC line. Arm circumference measured 27 cm; the contralateral arm measured 26 cm. A specialist venous care nurse was immediately summoned to examine the patient. Backflow was observed upon aspiration from the catheter, and the patient continued to experience a sensation of swelling and pain during infusion. The on-call doctor was informed. In accordance with medical instructions, a central venous catheter removal procedure was performed under aseptic conditions. The catheter fractured 6 cm from the skin surface during removal. A tourniquet was immediately applied 5 cm above the puncture site, and the puncture site was compressed with sterile gauze. The patient¿s attending physician was notified, and an urgent consultation with the vascular surgery department was requested. Accompanied by a doctor, the patient was taken to the interventional suite for PICC line retrieval under dsa guidance. Angiography revealed: the left brachiocephalic vein was patent. A filter retrieval system (bard) was inserted; the retriever successfully encircled a segment of the PICC line within the superior vena cava, successfully pulling it into the outer sheath, and the catheter was successfully removed. Angiography revealed: no abnormalities were observed in the superior vena cava; no foreign bodies were visible under fluoroscopy; the sheath was removed; pressure was applied to the puncture site to control bleeding; the procedure was uneventful; the patient was safely returned to the ward. No further information is provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation